Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/severe chronic pelvic pain') in an adult female patient who had essure (batch no. A95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache in 2008, uti in 2008, vaginal yeast infection in 2008, anxiety in 2003, postpartum depression in 2003, constipation, endometrial biopsy, menstrual cramps, bleeding menstrual heavy, menstruation abnormal, constipation, pelvic pain, fibroids, painful intercourse and gallbladder removal. Last pap smear date ((B)(6) 2016), negative. Previously administered products included for an unreported indication: advil. Concurrent conditions included endometrial polyp, menometrorrhagia, anemia, urinary incontinence, abdominal pain, acid reflux (oesophageal), confusion, dizziness, feels poorly, eye disorder, weight loss, lower abdominal tenderness, uterine cervical motion tenderness, perineal pain, neutropenia, rectal bleeding, abdominal operation, frequency urinary, trouble falling asleep and dysuria. Concomitant products included clonazepam since 2018, escitalopram oxalate (lexapro), hydrocortisone acetate;pramocaine hydrochloride (analpram e) since 2018, hydrocortisone acetate;pramocaine hydrochloride (proctofoam hc) from 2017 to 2018, hydrocortisone since 2018, ibuprofen (motrin), linaclotide (linzess) since february 2018, norethisterone (micronor) and phosphoric acid sodium;sodium phosphate dibasic (proctosol) from 2017 to 2018. On (B)(6) 2013, the patient had essure inserted. In july 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In august 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("migraines / headaches/occasional headaches to constant and more painful headache") and insomnia ("insomnia"). In september 2013, the patient experienced constipation ("severe constipationi"), haemorrhoids ("hemorrhoids"), vulvovaginal mycotic infection ("yeast infections") and urinary tract infection ("uti"). In january 2014, the patient experienced alopecia ("hair loss"). In august 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2018, the patient experienced anxiety ("anxiety/depression") and depression ("anxiety/depression"). On an unknown date, the patient experienced medical device discomfort ("discomfort"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), myomectomy, dilation and cutterage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the dysmenorrhoea, dyspareunia, alopecia, vulvovaginal mycotic infection, headache, anxiety, depression, insomnia, urinary tract infection and medical device discomfort outcome was unknown and the constipation and haemorrhoids was resolving. The reporter considered alopecia, anxiety, constipation, depression, dysmenorrhoea, dyspareunia, haemorrhoids, headache, insomnia, medical device discomfort, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: 1 trailing coil each side noted diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, menorrhagia, dysmenorrhea, vaginal discharge, hemorrhoid, constipation, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/severe chronic pelvic pain') in an adult female patient who had essure (batch no. A95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache in 2008, uti in 2008, vaginal yeast infection in 2008, anxiety in 2003, postpartum depression in 2003, constipation, endometrial biopsy, menstrual cramps, bleeding menstrual heavy, menstruation abnormal, constipation, pelvic pain, fibroids, painful intercourse and gallbladder removal. Last pap smear date ((B)(6) 2016), negative. Previously administered products included for an unreported indication: advil. Concurrent conditions included endometrial polyp, menometrorrhagia, anemia, urinary incontinence, abdominal pain, acid reflux (oesophageal), confusion, dizziness, feels poorly, eye disorder, weight loss, abdominal tenderness, uterine cervical motion tenderness, perineal pain, neutropenia, rectal bleeding, abdominal operation, frequency urinary, trouble falling asleep and dysuria. Concomitant products included clonazepam since 2018, escitalopram oxalate (lexapro), hydrocortisone acetate; pramocaine hydrochloride (analpram e) since 2018, hydrocortisone acetate; pramocaine hydrochloride (proctofoam hc) from 2017 to 2018, hydrocortisone since 2018, ibuprofen (motrin), linaclotide (linzess) since (B)(6) 2018, norethisterone (micronor) and phosphoric acid sodium; sodium phosphate dibasic (proctosol) from 2017 to 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("migraines / headaches/occasional headaches to constant and more painful headache") and insomnia ("insomnia"). In (B)(6) 2013, the patient experienced constipation ("severe constipation"), haemorrhoids ("hemorrhoids"), vulvovaginal mycotic infection ("yeast infections") and urinary tract infection ("uti"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced anxiety ("anxiety/depression") and depression ("anxiety/depression"). On an unknown date, the patient experienced medical device discomfort ("discomfort"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), myomectomy, dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the dysmenorrhoea, dyspareunia, alopecia, vulvovaginal mycotic infection, headache, anxiety, depression, insomnia, urinary tract infection and medical device discomfort outcome was unknown and the constipation and haemorrhoids was resolving. The reporter considered alopecia, anxiety, constipation, depression, dysmenorrhoea, dyspareunia, haemorrhoids, headache, insomnia, medical device discomfort, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: 1 trailing coil each side noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, menorrhagia, dysmenorrhea, vaginal discharge, hemorrhoid, constipation, dyspareunia. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received. Reporter information were added. This case become incident. Lot number were added. Date of insertion and removal were updated. Previously reported event injury to herself were updated to abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), severe constipation, hemorrhoids, hair loss, yeast infections migraines / headaches/occasional headaches to constant and more painful headache, pain/severe chronic pelvic pain, anxiety/depression, insomnia, uti, discomfort were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/severe chronic pelvic pain') in an adult female patient who had essure (batch no. A95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache in 2008, uti in 2008, vaginal yeast infection in 2008, anxiety in 2003, postpartum depression in 2003, constipation, endometrial biopsy, menstrual cramps, bleeding menstrual heavy, menstruation abnormal, constipation, pelvic pain, fibroids, painful intercourse and gallbladder removal. Last pap smear date (B)(6)2016), negative. Previously administered products included for an unreported indication: advil. Concurrent conditions included endometrial polyp, menometrorrhagia, anemia, urinary incontinence, abdominal pain, acid reflux (oesophageal), confusion, dizziness, feels poorly, eye disorder, weight loss, lower abdominal tenderness, uterine cervical motion tenderness, perineal pain, neutropenia, rectal bleeding, abdominal operation, frequency urinary, trouble falling asleep and dysuria. Concomitant products included clonazepam since 2018, escitalopram oxalate (lexapro), hydrocortisone acetate;pramocaine hydrochloride (analpram e) since 2018, hydrocortisone acetate;pramocaine hydrochloride (proctofoam hc) from 2017 to 2018, hydrocortisone since 2018, ibuprofen (motrin), linaclotide (linzess) since (B)(6)2018, norethisterone (micronor) and phosphoric acid sodium;sodium phosphate dibasic (proctosol) from 2017 to 2018. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("migraines / headaches/occasional headaches to constant and more painful headache") and insomnia ("insomnia"). In (B)(6)2013, the patient experienced constipation ("severe constipation"), haemorrhoids ("hemorrhoids"), vulvovaginal mycotic infection ("yeast infections") and urinary tract infection ("uti"). In (B)(6)2014, the patient experienced alopecia ("hair loss"). In (B)(6)2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2018, the patient experienced anxiety ("anxiety/depression") and depression ("anxiety/depression"). On an unknown date, the patient experienced medical device discomfort ("discomfort"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), myomectomy, dilation and cutterage). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, alopecia, headache, abdominal pain and migraine had resolved, the constipation and haemorrhoids was resolving and the vulvovaginal mycotic infection, anxiety, depression, insomnia, urinary tract infection, medical device discomfort, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, haemorrhoids, headache, insomnia, medical device discomfort, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: 1 trailing coil each side noted. Received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),chronic, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), bladder/urinary problems uti, vag. Infect were added. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, menorrhagia, dysmenorrhea, vaginal discharge, hemorrhoid, constipation, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received- new events- "abdominal pain, bladder problem urinary problems, migraine" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.